Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the lead position resulted in suboptimal paresthesia. It was noted that a lead revision occurred on (B)(6) 2014 and the lead was repositioned towards the right. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that signs and symptoms associated with this event included less than 50 percent therapy relief and the location of the issue or symptom was at the lead location. It was noted that there was not enough paresthesia to the right leg. It was noted that postoperatively the patient was getting good paresthesia to the affected right side.